Event description:
It was reported that the procedure was to treat a 98% stenosed, heavily calcified lesion in the moderately tortuous mid right coronary artery (rca). Pre-dilatation was performed using an unspecified 2.0x12mm balloon dilatation catheter (bdc). The 3.5x28mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another xience prime stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported dissection is listed in the instructions for use as a known adverse event associated with coronary stenting. A review of the lot history record revealed no non-conformances for the lot. A similar incident query in the complaint handling database for this lot was not performed as the lot history review did not reveal a potential device issue related to the reported incident. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.